Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will contact healthcare provider due to customer has anemia and receiving chemotherapy. Most likely underlying root cause: (B)(4) user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. (B)(6) (son) is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the (location). The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is feeling dizzy. Overall health is poor. Customer has been using the meter and is getting the e-0 error. (B)(6) (son) states that he is a diabetic also and the meter is working fine for him but not for his mother. Customer is anemic and is going through chemotherapy. Customer did not want to run a blood test at this time. Control test was not performed.